Event description:
It was reported that following a percutaneous coronary intervention procedure (pci), an angio-seal was selected to use in the common femoral artery (cfa). A pre-deployment angiogram revealed mild calcification at the puncture site and the lumen diameter was over 4mm. A 7f zeon sheath was also used. Three hours after the procedure, the puncture site bled and a hematoma formed. Manual compression was applied for three hours while blood transfusion was given to the patient (amount unknown), and hemostasis was achieved. The patient has recovered and has been discharged from the hospital.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedure. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.